Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the available information and historical review of similar events, the reported electrical fault alarm event may be attributed to multiple factors including but not limited to driveline cable damage, a marginal connection between the driveline cable and controller, and/or contamination within the driveline cable connector. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted following a controller change at home for an electrical fault alarm. The patient checked that all of his connections were secure. The ventricular assist device (vad) had a second electrical fault alarm. The patient then changed the controller to the back up controller. The electrical fault alarm continued on the back up controller. The patient was seen by the vad team engineer and log files were downloaded and reviewed and the driveline was x-rayed. The wires inside driveline appeared to be intact. The patient was transferred for monitoring and had no further alarms or abnormal parameters overnight. The patient's blood pressure and vad flow/power remained stable and the patient was able to walk around the unit without issue. The patient was deemed stable for discharge home and a new back up controller was issued. The vad remains in use. No patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.